Event description:
It was reported the atrial and ventricular lead impedances were low and insulation break was suspected. The ventricular lead impedance was higher in unipolar than bipolar. Both leads were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.